Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 186 mg/dl while using the ilet system in conjunction with a dexcom g7 that had successfully paired. Investigation of this case revealed no device malfunction and normal device performance. No symptoms reported, and the user felt fine. Outcomes included no functional impairment and no need for medical intervention or hospitalization. It was concluded that the event was not attributable to a device failure and that use-related or physiological factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.